Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "my heart rate is around the 30s and it stays there for awhile" and "when I have premature ventricular contractions (pvc) it is so light that the implantable pulse generator (ipg) does not pick it up". The ipg remains in use. No further patient complications have been reported as a result of this event.